Event description:
Reporter alleged obtaining discrepant blood glucose results of 210 mg/dl back to back with a result of 75 mg/dl when testing was performed within 3-5 minutes of each other on the compact plus system. No actions were reportedly taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.